Event description:
International affiliate reports the implanted valve did not control the pt's intracranial pressure as expected. After reprogramming the valve, the pt's brain remained too small. The device was explanted.